Event description:
Device was implanted in 1996. Post-op approximately 5 to 6 years, x-ray revealed that the proximal bone became thinner. In 2003, device was removed due to fracture of distal part of stem.